Event description:
The pt reported experiencing elevated blood glucose of up to 25.6 mmol/l (461 mg/dl) for the past 3 months. She believes the infusion device is not delivering enough insulin. She stated that she normally changes her insulin cartridge every 3 days and has recently been changing it every 3-4 days. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.